Event description:
This research article was a prospective study designed to investigates the impact of transcatheter edge-to-edge repair (teer) in atrial functional mitral regurgitation (afmr) compared to other fmr etiologies. Complications identified in the study included: clip detachment, major bleeding, myocardial infarction, major or disabling stroke, pulmonary embolism, malignant arrhythmia, cardiac tamponade, device and access related complication requiring reintervention or urgent surgery. Cardiovascular death, all-cause death, hospitalization due to heart failure. In conclusion, the results of this giotto sub-analysis suggested that afmr is the least prevalent cause of fmr but associated with better clinical outcomes after teer compared to vfmr patients. Post-procedural mr>1+, peripheral vasculopathy, non-afmr etiologies were independent predictors of worse outcomes after teer with mitraclip. Details are listed in the article titled, "impact of transcatheter edge-to-edge mitral valve repair on atrial functional mitral regurgitation from giotto registry ".

Manufacturer narrative:
Date of death is estimated. Date of event is estimated. The UDI number is not known as the part and lot numbers were not provided the implant date is estimated. The additional patient effects and malfunctions reported in the articles are captured under separate medwatch reports. The devices were not returned for analysis and a review of the lot history record and similar complaint query could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, and due to limited information available from the article (no individual information available) and the article covering multiple patients, a cause for the reported expulsion could not be determined. Additionally, due to the limited information available, a cause for the patient effects of heart failure/congestive heart failure, pulmonary embolism, arrhythmia, cardiac tamponade, cerebrovascular accident, myocardial infarction (mi), hemorrhage and deaths could not be determined. Foreign body in patient however, is related to the clip detaching from both the leaflets (expulsion). However, foreign body in patient (dislodgement of previously implanted devices), heart failure, pulmonary embolism, arrhythmia, cardiac tamponade, cerebrovascular accident, myocardial infarction (mi), hemorrhage and death are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.